Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 34-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, preterm labor, anemia, abdominal pain and grand multiparity. Concurrent conditions included cystitis interstitial, genital bleeding, endometrial thickening, ovarian cyst, menses irregular, abdominal pain, bloating, uterine bleeding, hydrosalpinx, menstruation increased, arthritis, postoperative nausea, postoperative vomiting, sleep apnea, endometriosis of uterus, perineal pain and nicotine dependence. Family history included cervical cancer. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) -2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 3 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side: five coils extruding into the uterine cavity. Left side: five coils extruding into the uterine cavity. Discrepancy : lab data test priorly reported but now plantiffs report she did not undergo confirmation test patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dyspareunia. Lot number: 626438 manufacture date: 2008-01 expiration date: 2009-12. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of events pain and abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 34-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, preterm labor, anemia, abdominal pain and grand multiparity. Concurrent conditions included cystitis interstitial, genital bleeding, endometrial thickening, ovarian cyst, menses irregular, abdominal pain, bloating, uterine bleeding, hydrosalpinx, menstruation increased, arthritis, postoperative nausea, postoperative vomiting, sleep apnea, endometriosis of uterus, perineal pain and nicotine dependence. Family history included cervical cancer. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 3 months after insertion of essure. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, dyspareunia, depression, anxiety and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side: five coils extruding into the uterine cavity. Left side: five coils extruding into the uterine cavity. Discrepancy : lab data test priorly reported but now plaintiffs report she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dyspareunia. Lot number: 626438. Manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event onset dated updated. New event: abdominal pain (menorrhagia) was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a 34-year-old female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, preterm labor, anemia, abdominal pain and grand multiparity. Concurrent conditions included cystitis interstitial, genital bleeding, endometrial thickening, ovarian cyst, menses irregular, abdominal pain, bloating, uterine bleeding, hydrosalpinx, menstruation increased, arthritis, postoperative nausea, postoperative vomiting, sleep apnea, endometriosis of uterus, perineal pain and nicotine dependence. Family history included cervical cancer. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side: five coils extruding into the uterine cavity. Left side: five coils extruding into the uterine cavity. Discrepancy : lab data test priorly reported but now plantiffs report she did not undergo confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dyspareunia. Lot number: 626438 manufacture date: 2008-01 expiration date: 2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area') in a (B)(6) female patient who had essure (batch no. 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, preterm labor, anemia, abdominal pain and grand multiparity. Concurrent conditions included cystitis interstitial, genital bleeding, endometrial thickening, ovarian cyst, menses irregular, abdominal pain, bloating, uterine bleeding, hydrosalpinx, menstruation increased, arthritis, postoperative nausea, postoperative vomiting, sleep apnea, endometriosis of uterus, perineal pain and nicotine dependence. Family history included cervical cancer. Concomitant products included medroxyprogesterone acetate (depoprovera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right side: five coils extruding into the uterine cavity. Left side: five coils extruding into the uterine cavity. Discrepancy: lab data test priorly reported but now plaintiff reports she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received. Reporter information were added and updated. Date of insertion and date of removal were added. This case becomes incident. Lot number were added. Medical history and concomitant drug were added. Event she began to experience complications were updated to pain/pelvic area. Event : abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), depression, mental anguish were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.